Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose of 465 mg/dl. The customer's father stated that the high blood glucose started 373 mg/dl. The customer's father stated that they treated the high blood glucose with manual injection and bolus. The customer's father stated that the drive support cap appeared normal. The customer's father performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.